Event description:
Pt complained of fibromyalgia, swollen hands, numbness, tingling, chronic fatigue, thickening of skin on forearms and face, photosensitivity, dry eyes, rashes and splotches on face, hair loss, joint pain, blurred vision, severe diarrhea, and vaginal dryness. Event date shown as 9/25/79.